Manufacturer narrative:
The repaired device is on hold awaiting purchase order approval from the customer and will be returned to the customer after passing acceptance testing. Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defective ECG cable and connector. The cable and connector were replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
The customer stated that ECG comm error appeared on power up.